Event description:
The customer reported that due to a malfunction of an achieva ventilator, the pt was placed on a second ventilator. The pt was not harmed or injured as a result of the event. The evaluation is still ongoing and a conclusion cannot be drawn at this time. Once the evaluation has been completed, a follow up report will be submitted.

Manufacturer narrative:
(B)(4).